Manufacturer narrative:
The review of the device history records (dhrs) for the smr reverse hp liner short could not be completed because the lot number of the explanted device is unknown. A DHR review was therefore conducted for the associated lot numbers 2415046 and 2424342, no pre existing anomalies or non conformities were identified during the manufacturing processes of these lots. A final investigation report will be submitted once all activities are completed.

Event description:
Revision surgery performed on (B)(6) 2024 due to instability. The following devices were removed: smr cementless finned stem (product code: 1304.15.170, lot: 2415046 - ster: (B)(4), smr reverse humeral body short (product code: 1352.15.005, lot: 2424342 - ster: (B)(4), smr reverse hp liner short (product code: 1365.09.010, lot: unknown) , the devices finned stem (code: 1304.15.170), reverse lateralizing liner 40mm long (code: 1365.09.120) and short reverse humeral body (code: 1352.15.005) were implanted. Previous revision surgery was performed (B)(6) 2024. Patient: male, 82 years old.